Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the stapler involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection found no damage to the stapler. The instrument was placed on the in-house system, the instrument successfully passed initialization. The instrument clamped and fired with no issues on multiple occasions. A review of the logs show there was several motor pack faults followed by stapler failures, indicating the failure is related to the motor pack and not the stapler. Intuitive surgical, inc. (Isi) received the motor pack involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed through error logs the customer reported complaint. A review of error logs showed that the stapler motor pack (smp) experienced a 32070 error when placed with a stapler unit during initialization on system sh0768 on (B)(6) 2020. Error 32070, p1=d0001 current/voltage error¿, occurred with the stapler. Error 3207 stated the stapler motor pack (smp) generated a fault¿. Several in-house staplers were attached successfully on the smp. The instrument control box (icb) indicator light turned blue indicated the unit was recognized. Unit passed self-initialization on multiple attempts and on different arms. No initialization or fault failures occurred during in-house testing.

Event description:
It was reported that during a da vinci-assisted hemicolectomy (left) surgical procedure, the endowrist stapler 45 fired twice and then stopped working. The procedure was converted to open. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.